Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted.according to the complainant, the patient experienced pain, disability and disfigurement.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.